Event description:
Intravascular ultrasound (ivus) catheter malfunctioned during a procedure. Per the technician, the imaging stopped working in the middle of the case. A second catheter was opened, and it worked fine.